Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead complained that everything shuts down when she is walking. Review of the device's stored diagnostics and electrograms revealed ventricular oversensing of noise. The oversensing resulted in an inhibition of ventricular pacing. The ventricular pacing impedance has also decreased. All other lead measurements were within normal limits. During attempts to recreate the noise, the clinician observed muscle stimulation. The noise was reproducible when the patient moved in the chair.